Manufacturer narrative:
Additional information: upon follow up it was reported the patient outcome remains as not recovering and hd therapy remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and ceftazidime injection (1gm, route, frequency and duration were not reported) for peritonitis. On the same day as hospitalization, the patient was discharged after their catheter was removed and was switched to hemodialysis. The patient was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.